Event description:
It was reported that during a procedure the tip of the bur broke off in the patient. It was further reported that there was a delay in surgery of less than 30 minutes as a result of this event. There was no report of medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
If device is returned and an evaluation completed a follow up report will be submitted.

Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the blunt tip broke on the head of the bur. The tip breakage was replicated when the device was used in a bending/prying manner and when exerting a force directly onto the piloting tip. The returned bur was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. Based on investigation, the root cause could not be conclusively determined.

Event description:
It was reported that during a procedure the tip of the bur broke off in the patient. It was further reported that there was a delay in surgery of less than 30 minutes as a result of this event. There was no report of medical intervention or adverse consequences as a result of this event.